Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a replacement of insulin pump but it did not working and then back to old insulin pump. The customer¿s blood glucose was 344 mg/dl, it seems that the new insulin pump did not bringing their blood glucose down and treated with bolus and injections to resolve it. Attempted to troubleshoot high blood glucose but they did not want to turn the other insulin pump on. The insulin pump will not be returned for analysis.